Manufacturer narrative:
This follow-up report is submitted to correct the instrument part number. The correct part number is a71461.

Manufacturer narrative:
The samples were collected in bd lithium heparin plasma 13 x 75 gel separator tubes. Centrifugation information has not been supplied to date. The first patient sample (1/1) was full of debris. Qc is performing per the customer's expectations. Specific qc data has not been supplied to date. System check data has not been supplied to date. Service was not dispatched for this event. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc.(bci) in regards to an erroneously elevated ckmb result, above the normal reference range, generated by unicel dxi 600 access immunoassay system for one patient. The result was reported out of the lab. Repeat testing produced results within the normal reference range. The patient's orthopaedic knee surgery was postponed and the patient was admitted to the cardiac catheterization unit after the elevated result was obtained. There was no death or injury to the patient as a result of the erroneous result.